Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon was used to predilate the lesion prior to placement of a nir stent. The quantum maverick monorail balloon ruptured. (The number of inflations performed and atms reached on the inflations is unknown.) The quantum maverick monorail catheter was removed and replaced with another quantum maverick monorail balloon catheter to successfully complete the procedure. The lesion being treated was a 90% stenotic lesion in the mid lad coronary artery. The patient was asymptomatic during this event. Patient status is reported as 'good'.